Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed arc/burn damage in the 27pin wand port pins. The 18pin port has no issue. The lid is damaged and the warranty seal was not broken. Functional evaluation revealed the units 18pin wand port output voltage is low and pulsates strongly while activated. The 27pin wand port was not activated due to its damage. Opening the device shows one inductor coil is loose in its saddle and disconnected. The 18pin wand did not get hot while in use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the quantum ii controller heat the hand piece and for this reason is not possible working with the device. There was not any damage or burn caused to the patient due to the doctor observed the problem before using the device with the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. The patient is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).